Event description:
It was reported that the patient woke up around 8:30 am feeling a little dizzy and light-headed. Around 9:00 a.m., he took a blood glucose reading with his ac aviva meter, which showed a value of 90 mg/dl. He then administered 30 units of insulin and fainted. The duration of the fainting is unknown. His companion called the paramedics. The paramedics performed a blood glucose measurement with their meter (about 30 minutes later), which showed a value of 37 mg/dl. The patient was treated with liquid sugar and felt better within 15-30 minutes. His blood sugar level went into the normal range.